Event description:
The patient was a male. The target lesion was the mid lad. The lesion was de novo, highly calcified and moderately tortuous. There was 90% stenosis. A 3.5 x 23mm cypher stent was delivered to the target lesion and inflated at 12atm without issues. After the inflation, the physician applied negative pressure, but the deflation of the balloon was slower than usual, and it took 40 seconds. Therefore, the physician checked the y-connector and the inflation device, and confirmed that there was no anomaly. Then post-dilation was conducted using the same sds at 16atm, but the deflation was slow again, and it took 40 seconds. The ratio of the contrast medium (brand unspecified) to saline was 2:1. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. Physician indicated that the shaft was not kinked and the balloon was not ruptured.

Manufacturer narrative:
This device (lot 14011991) is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.